Event description:
Information reported by a patient to the manufacturer shows the patient developed a staph infection following implant of an ins rechargeable system in 2006. The exact date of onset was not reported. The patient stated that she has been very ill and presented to the ER for nausea and vomiting; the date of the ER visit is unknown. The patient reports the ipg also appears to have dropped in the pocket. The patient provided that a CT scan was taken at the time of the emergency room visit that found nothing unusual. The patient provided that until recently, she has received excellent pain relief for her legs. Recent activities reported by the patient include moving boxes, which causes reappearance of symptoms. The patient indicated symptoms dissipate when she stops strenuous physical activity. The representative reviewed with the patient to continue to work with her physician's office. No report of device removal has been received by the manufacturer. Additional information has been requested from the health care professional regarding the reported infection. A supplemental MDR follow-up report will be sent to FDA if additional information is received.